Event description:
It was reported that the insulin pump had a blank display. It was noted that the device had no physical damage, not been dropped, not exposed to moisture, and no damage nor corrosion to the battery cap. The issue was not resolved by replacement of the battery. The blood glucose was not available. Advised replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector that was not properly plugged in on the interface board. The insulin pump was received with a cracked reservoir tube lip.